Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the tubing. Pt stated he discovered that his bed was wet and that the pt line had somehow disconnected from his catheter. Pt stated he dipped the tubing in alcohol and reconnected himself. Nurse stated that the pt was able to complete his treatment. Prophylactic antibiotics were administered and pt had no adverse effects. Sample is available.